Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number:1627487-2020-04722. The stimulation strength was decreasing on its own and turning off itself. Additional information received indicates that surgical intervention took place on (B)(6) 2020. During the surgery it was noted that the suture of the ipg were torn out the muscle facia. As such, the ipg flipped several times damaging the lead. The lead was coiled and fractured. As a result, the lead was explanted and replaced with a new lead. The ipg was repositioned in its correction orientation resolving the issue. Reportedly, therapy was restored post operatively.